Event description:
It was reported that on (B)(6) 2013 a xience v 3.5 x 28 mm stent was implanted in a distal right coronary artery (rca) and there was a dissection noted. Another xience v 3.5 x 18 mm stent was implanted as treatment for the dissection successfully. The dissection resolved without an adverse patient sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.